Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated troponin I result is unknown. However, the patient sample is suspected to contain heterophilic antibodies. Elevated troponin I results were confirmed on two different dimension vista systems. The pattern of repeatable elevated results on multiple vista systems with negative results on non-siemens methodologies is strongly suggestive of non-specific interferences. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated troponin I (ctni) results were obtained on a patient sample on the dimension vista system. The high result was reported and questioned by the physician. The patient was transferred to another hospital and a new draw was negative for troponin I with an alternate methodology. Other than transfer to another facility there is not indication that patient treatment was altered or prescribed on the basis of the discordant elevated troponin I (ctni) result. There was no report of adverse health consequences as a result of the discordant elevated troponin I (ctni) result.